Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons began sticking and overly-responsive one to two months ago. She stated that the buttons intermittently respond to presses, and continue to scroll after pressing. She noted that the buttons feel flat, and confirmed that there were no holes or tears in the keypad. The patient stated that she wears the pump under her clothes against the body, and does not clean the pump.